Event description:
Healthcare professional reported left side capsular contracture baker grade iii, asymmetry, slight opening on scar, hypertrophic scars, and loss of pocket. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, wound dehiscence.